Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on removal of the bag with the vesicle, the bag tore and the specimen fell into the patient. Another retrieval pouch was opened to resolve the issue. There was no patient injury.